Manufacturer narrative:
The reported malfunction was observed during review of the device activity log. However, the reported problem could not be duplicated with the device. The device was put through extensive testing without duplicating the malfunction. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during while attempting to treat a patient (age & gender unknown), the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.